Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During evaluation of the device, a ventilator inoperative error code e-84 was noted in the error log indicating the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds. The printed circuit board assembly requires replacement to address this issue. The device will be included in the fsn 2023-cc-src-039 during the evaluation of the device, the device was visually inspected there was evidence of foam degradation visualized in the device. This device will be included in fsca 2021-05-a. No repairs were completed; the device was scrapped.

Manufacturer narrative:
This device bipap a30 was manufactured 11/01/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.